Event description:
Country of complaint: (B)(6). Thread breaks easily. Surgeon claims thread is thinner than usual.

Manufacturer narrative:
Mfg site eval: samples received: 1 unopened longpack. There are no previous complaints of this code/batch. There are no units in OEM stock. Tested the knot pull tensile strength of the samples received and results fulfil the requirements of the OEM. Diameter result conducted on the sample received fulfils the requirements of the OEM. Reviewed batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: na. Corrective/preventative actions: na.